Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37714, serial# (B)(4), implanted: 2012-11-27 explanted: product type implantable neurostimulator product, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a por occurred and was successfully cleared. Impedance testing and reprogramming was performed. It was reported that the patient keeps up with her recharging so overdischarge was not suspected. Patient had good coverage and all setting were working.